Manufacturer narrative:
The lifeband in complaint was not returned to zoll for investigation. Therefore, a physical investigation could not be performed and a root cause could not be determined.

Event description:
As reported, the lifeband (lot # unknown) was unable to be retracted on the autopulse platform (sn: (B)(4)). In addition, one of the head restraint wires was noted to be torn off. No further information was provided by the customer. Patient use information was requested, but no additional information was provided; therefore, patient use is unknown. Please see the following related MFR report: MFR # 3010617000-2021-00117 for the autopulse platform (sn: (B)(4)).